Event description:
While extracting the trial, the end of the handle broke off. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to a combination of improper material properties and user misuse of the device.